Manufacturer narrative:
Product analysis: analysis was able to determine the customers comment that the programmers lid remains closed and was difficult to open. The display latch hasps were replaced as a result. The power cord bay door was missing; replaced power cord bay assembly. The lower case was contaminated; replaced lower case. The analyzer bay was contaminated, as a result the analyzer bay was replaced. The power cord was missing; added a power cord. The media bay door latch was broken; replaced media bay door. Hard drive health was 99% so an upgraded hard drive with 40 gb (gigabyte) was imaged. The system fan was noisy. The system fan was replaced. Reconfigured hard drive, reloaded and updated software. Programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers lid sticks closed. It was also reported that the back hatch door was missing. The programmer was returned for service. It was further reported that the programmer and the analyzer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.